Event description:
It was reported that the bd insyte autoguard pnk 20ga x 1.16in had a crack. The following information was provided by the initial reporter translated from portuguese to english: when performing a peripheral venipuncture on patient, we noticed that the insyte 20g catheter had a crack in it, causing the administered medication to leak. Additional information received on 01/21/2025. Is there any impact on patients? Yes, it is necessary to remove the catheter and perform a new puncture. Could you share photos related to this event? Unfortunately we don't have it. Was there a need for medical and/or surgical intervention due to the incidence (imaging exams, surgery, medication administration, etc.)? No. Was there blood/chemotherapy exposure to mucous membranes (eyes, nose and mouth) or skin? No. Is the sample related to this incident available for analysis? As previously stated, there is no sample available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 4246203. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.